Manufacturer narrative:
Investigation summary: it was reported by the facility representative that the syringe was difficult to push and complete the flush. To aid in the investigation, one sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. The sample received is from lot 1034085. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. The photo provided shows a syringe with no packaging flow wrap and the stopper all the way down. The barrel label has lot 0350800. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot numbers 0350800, 1056476 and 1034085. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the sample analysis the symptom reported by the customer of plunger movement difficult is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger was difficult to move after pushing out 1/4 of the flush. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "10 ml flush syringe nearly impossible to flush after pushing only 1/4 of the syringe. Like cylinder is narrowed."